Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient has not used their stimulator in a year because it never really worked for them and their back pain was still there. Patient confirmed that the device has not helped since it was put in on (B)(6) 2014. Patient said the stimulator was uncomfortable in its current placement because the battery has moved. Patient said they want the battery taken out. Patient said this uncomfortable placement started happening a year ago, then said about 2 and a half years ago or 2015 or 2016 unsure when event occurred. Patient reported no falls or trauma. Patient said she has not seen the health care professional (hcp) since the implant. Patient was advised to see the hcp. No further patient symptoms or complications were reported in this event.